Event description:
It was reported that the patient had fallen one week prior to presenting to the clinic complaining of twitching in her chest. The right ventricular lead exhibited loss of capture and was suspected to have dislodged. The physician suspected twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.